Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for non-malignant pain. Drug information was asked but was unknown. It was reported that the reporter was working with an orthopedic doctor to remove the patient's pump. The pump was due to alarm soon and was set to be explanted on (B)(6) 2022. The reporter was requesting the code for permanent shutdown. The reporter believed the pump was being shut off due to "a problem" with the pump, but did not know the details. The patient had not been using the pump for about a year. It was noted that the reporter worked for a physician who did not manage the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.